Manufacturer narrative:
This pad is about 20 yrs old. Consumer states she was using the heating pad on her feet under bedding which is a violation of the warning and instructions provided. No injuries were reported with this incident.

Event description:
Consumer claims she was using the heating pad on her feet in bed and that it caught fire resulting in damage to bedding and carpeting. No injuries were reported with this incident.